Manufacturer narrative:
Concomitant products: 694758 lead, implanted: (B)(6) 2012; 5076-45 lead, implanted: (B)(6) 2006. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert triggered for low impedance on the left ventricular (lv) lead. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.